Event description:
It was reported that previously that day, a stent was implanted in the lad diagonal, however; the patient experienced chest pain and was later brought back into the cab lab. A dissesction was observed in the diagonal branch. The dissection was successfully treated with a dilatation balloon catheter.